Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact. The helix was retracted. Noted dried blood or body fluid in helix housing and tip region. Continuity testing passed indicating conductors were intact. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection showed a deformed helix, bent. The helix mechanism itself passed testing. However, the helix is deformed/bent. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. Multiple attempts of repositioning with low sensing results. Moreover, the physician decided to try new lead due to concern of helix fatigue, tissue was found on the tip of the lead. The right ventricular (rv) lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to placement difficulty. Multiple attempts of repositioning with low sensing results. Moreover, the physician decided to try new lead due to concern of helix fatigue, tissue was found on the tip of the lead. The right ventricular (rv) lead was never in service. No adverse patient effects were reported.